Manufacturer narrative:
Service history was reviewed for the system. There was no service record relevant to the reported event, found. The company representative (present on-site during the event), reviewed the event logs, which showed system message (sm) consistent with reported events. However, the reported events were unable to be replicated on the suspected console. Additionally, the suspected cabling was not received for testing. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was not performed. As the unit was manufactured exclusively under specific protocols/surgical procedures protocols, a similar complaint review of the serial number was not performed. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is:

Manufacturer narrative:
Corrected information was provided in section h.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract surgery, a cable footswitch connection issue occurred with an ophthalmic console. The issue was resolved by switching to another cabled footswitch and restarting the console.no patient impact was reported.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).